Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty mixing pump. The arctic sun 5000 was evaluated upon receipt. During the evaluation it was found that the mixing pump was not working properly. The water temperature of t4 was around 4~6. But the water temperature of t1 was not cold. (Arctic sun 5000) 113 reduced water temperature control. Mixing pump was replaced. This device was evaluated for functionality. It passed all tests successfully. The evaluation found no other issues with the arctic sun performance. Device passed all applicable testing. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: d, f, h. Initial reporter phone number provided (B)(6). All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had cooling malfunction. Per review of wo on 09feb2026, there was no patient involvement.

Manufacturer narrative:
Initial reporter phone number provided (B)(4). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had cooling malfunction. Per review of wo on 09feb2026, there was no patient involvement.